Event description:
Per the clinic, the patient experienced lack of benefit with the device, leading to non-use, along with persistent skin irritation and pain at the abutment site. A skin revision surgery was performed (specific date not reported), involving excision of irritated scar tissue and closure using a local advancement flap. However, the issue could not be resolved. The device was explanted on (B)(6) 2026 under general anaesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.